Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's renew receiver was explanted and replaced due to being non-functional in addition to the pt being tired of wearing the renew transmitter. Effective stimulation was restored with the surgical intervention.